Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed a right ventricular lead integrity alert (lia) for high rate non-sustained episodes and short v-v intervals. There were noted episodes with possible noise oversensing as well as ventricular non-capture. In addition, there were atrial tachycardia/atrial fibrillation episodes with possible far field r-wave (ffrw) oversensing. It was noted that all of the issues occurred on the same day that the patient underwent a surgical procedure. Since that date, no sensing issues have been seen and the non-capture was possible functional non-capture due to the surgery. The implantable cardioverter defibrillator (ICD) currently is functioning as programmed and remains in use. No patient complications have been reported as a result of this event.